Event description:
Rn turned off the precedex at approximately 1045, leaving the precedex connected to the ivf, but the module was off. Rn continued assessing patient throughout the day, but the patient remained lethargic. At approximately 1310, rn returned to patient room for assessment and was confused about the patient's drowsiness. Rn noticed the bottle of precedex was empty despite the channel being off. Rn traced the line and found the line had emptied 1 cm below the bottom of the channel. Rn removed tubing from pump and saw that the clamping device that locks in the module was engaged and tubing appeared to be pinched within it. Rn pressed on the locking device; it did not disengage.